Manufacturer narrative:
Additional concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented with lead integrity alert tones and palpitations. An interrogation indicated that there was oversensing and a high impedance alert for high and undefined pacing impedance on the rv bipolar vector for the right ventricular (rv) lead. The lead integrity alert was triggered due to sensing integrity counter (sic) and high rate non-sustained episodes. Noise was also noted in the bipolar configuration. It was noted the patient¿s palpitations were due to the rv lead oversensing. The rv lead was reprogrammed. It was then additionally reported that since the reprogramming of the rv lead the lead has had some variation in impedances. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been capped and replaced. No patient complications have been reported as a result of this event.